Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The maximum diameter of aortic aneurysm/lesion was 61.1mm. The patient tolerated the procedure. From september 6, 2018 to december 31, 2020 the follow up computed tomography (CT) scans showed that the maximum abdominal aortic diameter increased from 61mm to 67mm. Reportedly, on (B)(6) 2018, a bilateral iliac arteries aneurysm enlargement was noticed. On (B)(6) 2020, the patient underwent a bilateral common iliac aneurysm repair with iliac branch endoprostheses on both sides. The reintervention was done successfully, however, the event is still ongoing. According to the physician, disease progression caused the aneurysm enlargement. At the beginning, both right and left arteries had the high aortic/vessel measurements. The patient tolerated the procedure. The physician is monitoring the patient.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the physician, disease progression caused the aneurysm enlargement. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement. Please note that a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses implanted on the left side were reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.